Event description:
It was reported that the pt felt stimulation in the wrong location. The pt felt stimulation in their knee and foot rather than lower back were it is needed. Add'l info received reported experienced a lead migration. It was unclear if the pt had undergone a revision surgery or would be undergoing a revision in the near future.